Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test with multiple batteries. Blood glucose level at the time of the incident was 316 mg/dl. During troubleshooting, the customer received an additional failed battery test. Customer was advised that the insulin pump would be replaced and agred to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected failed battery tests were noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had cracked battery tube threads and minor scratches on the display window.